Event description:
It was reported that the patient experienced syncope and was hospitalized. The right ventricular (rv) lead exhibited loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead, implanted (b)(6 2005. (B)(4).